Event description:
It was reported that there were telemetry issues and an overdischarge was suspected. The reporter stated that the clinician programmer and recharger were not ¿recognizing¿ the implant. The patient was travelling and did not charge. The patient last felt stimulation and recharged in (B)(6). A physician mode recharge (pmr) was started. Five days later it was reported that the patient was unable to perform a trickle charge in the office. They tried for three hours. The health care provider (hcp) and patient decided to change the battery to a prime cell. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger. (B)(4).

Event description:
Additional information received reported that the patient was scheduled to have the replacement surgery on (B)(6) 2013.